Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was initially reported that during a biopsy procedure, the "introducer plastic sheath was broken when trying to remove probe needle from the breast, prior to deploying clip." Additional information was obtained that the introducer sheath came out of the breast with the removal of the needle and was noted to be crumpled. A second needle and introducer were obtained and the biopsy was completed successfully and a marker clip was placed. No injury or misdiagnosis reported.

Manufacturer narrative:
The returned device was visually inspected and it was noted that the introducer sheath was torn. The exact root cause is unknown.